Event description:
Subsequent to the initially filed report, the returned device analysis noted that the lever was closed and the foot was partially retracted.

Manufacturer narrative:
Analysis was performed on the returned device. The unspecified device issue was observed as suture retrieval issue suture separation and needle to cuff miss. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of an unknown vessel using a proglide device related to an unknown procedure. Reportedly, a suture wire failure occurred with the device. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.